Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implanted in 2014. Concomitant medical products: modular neck s 12/14 neck taper use with +0 heads only, pn 00784800300, ln 62417285; femoral head sterile product do not resterilize 12/14 taper, pn 00801803602, ln 62461446; unknown acetabular shell; unknown acetabular liner. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following the removal of the femoral stem, a piece of the porous coating remained in the patient. No additional intervention has been reported at this time. Attempts have been made and additional information on the reported event is unavailable at this time.